Event description:
Bottom screw of retractor thumbscrew was found to be missing after chest operation. Pt was x-rayed and screw was in pt's chest. Chest was re-opened and screw was found and removed from pt.